Event description:
It was reported that the lead had high threshold. The lead was capped and replaced. During the procedure, the physician could not get the device set screw to engage the new lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed with no anomalies found. It was noted that the set screw was loose/detached.